Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir and then had a blank display. The customer replaced the battery twice, but the display did not return. The customer's blood glucose was 196 mg/dl. He was advised to disconnect from the insulin pump. He stated that the insulin pump did not show any signs of physical damage, had not been dropped or bumped, and had not been exposed to moisture. There was no corrosion or damage to the battery cap contacts or the battery compartment. He was advised to remove the battery for 10 minutes, clean the battery cap contacts, and insert a new battery. The display did not return upon troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and stated that he may return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.